Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection revealed a 3 mm long cut hole above the thread tied to the drain. The drain could have been damaged during use.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a spinal stenosis surgical procedure on (B)(6) 2015 and a drain was implanted. Due to a crack in the drain, negative pressure could not be applied to the reservoir. There were no adverse patient consequences reported.